Event description:
A surgeon reported that during the insertion of an intraocular lens (iol), he noticed a sudden "give-way" feeling and the entire plunger entered the eye which caused a posterior chamber tear. The iol was not implanted. Add'l info has been requested.

Manufacturer narrative:
Eval summary - the cartridge was returned. Tip damage was observed. Results from the cartridge and lens product history record reviews indicated the products met release criteria. The root cause for the reported complaint could not be determined by the product investigation. The observed damage typically occurs if the lens and/or plunger is not positioned correctly for advancement. It is unk if a qualified handpiece was used. The viscoelastic does not appear to be the approved viscoelastic. Add'l info requested. (B)(4).